Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that revision surgery is scheduled. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
A review of the test data indicated impedance issues. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Cautery (type unknown) was reportedly used during explant surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. This is not believed to be related to the return reason. The electrode condition prevented an electrical test from being performed. An electrical test could not be performed due to no lock. Scanning electron microscopy (sem) analysis revealed evidence of corrosion on some wires. The device passed an electrical test. The device passed the mechanical tests performed. The reported failure of this device is attributed to an electrode short in the electrode pocket, which was confirming during sem analysis. A corrective action was implemented. This version of the hires ultra device is no longer distributed. However, the device was received in a no-lock state and communication with it was not possible. It is believed that the use of electrocautery led to an overload voltage, damaging structures inside the analog chip, which ultimately caused the device to cease functioning. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.6 & h.6. The recipient is reportedly experiencing decreased performance. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.